Event description:
It was reported that the insulin pump had a crack in the casing, the battery cap, and the battery compartment. The customer's blood glucose was 467 mg/dl, which was treated with a bolus delivery from the insulin pump. The caller stated that a chunk of the battery compartment was gone and cracks were around the lip of the battery compartment and over on to the back of the insulin pump. The caller declined performing troubleshooting and the high pressure test, stating that the customer's blood glucose runs high and the customer does not take care of themselves. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, and broken battery tube threads.